Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient passed away shortly after the implant procedure. The patient was a class IV heart failure patient with an ejection fraction of 10 percent and slow heart motion. While placing the right ventricular (rv) lead, the patient's heart stopped. Cardiopulmonary resuscitation was performed for several hours. The patient did regain a heart rate and the physician attached a single chamber implantable cardioverter defibrillator (ICD). The patient then kept going in and out of ventricular fibrillation (vf), which was undersensed by the device. The patient was shocked externally multiple times. The patient left the ep lab and was transferred to the ICU. The heart rate continued to slow and no pacing capture could be seen at max outputs. The patient's rhythm degenerated to pulseless electrical activity. The patient's condition continued to deteriorate until she passed away. No allegations were reported from the physician.